Manufacturer narrative:
Investigation ongoing.

Event description:
Customer reported a discrepancy on our aries sars-cov-2 assay. The initial testing resulted positive. The repeat testing resulted negative. There was no alteration to patient therapy, serious injury, or death that was associated with this event.